Manufacturer narrative:
It was reported, "when the customer removed the packaging and pressed the button to adjust the height, the cane broke." Per the customer contact, "the locking push pin came off the frame tubing." The customer contact noted "she purchased it (device) a few months ago and has been using it until now." No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "when the customer removed the packaging and pressed the button to adjust the height, the cane broke." Per the customer contact, "the locking push pin came off the frame tubing."